Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 3 february 2017. The fse found was the photo interrupter board was printed circuit board (pcb) was bad and replaced the board. The engineer ran rack rotation test several times with no issues. The customer ran controls and patients. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the photo interrupter board was bad.

Event description:
On (B)(6) 2017 a customer reported error 4183 unable to clear with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting (B)(4) and (B)(4) patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.